Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a hypoglycemic event in (B)(6) 2015 and emergency services were called. Customer indicated that the incident did not involve the insulin pump. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the insulin pump keypad buttons were not responsive and the act button needed to be pressed twice. Additionally, the lcd display screen is cloudy and has moisture in it.